Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 140 mg/dl. Troubleshooting was performed. It was also reported that the customer change the infusion set twice prior being hospitalized to lower his blood glucose. The customer primed 10u of insulin using the manual bolus in addition to the 5u of fixed prime and no insulin exited. All the settings and insulin concentration seem correct. The high pressure test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.